Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leakage at connection joint. There is no other event details provided by the customer.

Manufacturer narrative:
The customer¿s report of leakage from the ¿connection joint¿ was confirmed. The set was visually inspected for kinks, cracks and defects. Microscopic examination revealed a thin crack spanning the length and rim edge of the female luer. There were no additional damages or abnormalities observed. Functional testing confirmed a slow leak was coming from where the syringe was attached to the luer. The cause of the leak was a crack in the female luer body. The root cause of the crack was not identified.